Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The surgical delay greater than 30 minutes impacted patient, more anesthesia, antibiotic intraoperative and postoperative, 92 minute surgical delay. The diagnostic of electric dermatome and search the replacement, infection contributing condition, surgical technique utilized. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the bloqued & not functional. The surgical delay greater than 30 minutes impacted patient, more anesthesia, antibiotic intraoperative and postoperative, 92 minute surgical delay. The diagnostic of electric dermatome and search the replacement, infection contributing condition, surgical technique utilized. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. On march 1, 2018, it was reported that the device was blocked and not functional. There was a 92 minute delay and it impacted the patient since more anesthesia and antibiotic was required. The customer did not return an electric dermatome device, serial number 206706, for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) once as documented in the repair reports in livelink. The last repair was august 1, 2017 where it was reported that the device had low power and not functional and the head assembly, control bar, motor, power switch and cord assembly were replaced. This is not a related issue. Product review of the electric dermatome by zimmer biomet surgical was not performed at the time of this investigation since the device was not returned for evaluation. The device was sent from morocco with missing documentation and the unit was blocked at customs due to the missing paperwork and was sent back to morocco from dover. Repair of the electric dermatome was not performed by zimmer biomet surgical at the time of this investigation since the device was not returned for the repair process. The device was sent from morocco with missing documentation and the unit was blocked at customs due to the missing paperwork. The return status of the device is currently unknown. The reported event ¿the device was blocked and not functional¿ was non-verifiable since the device was not returned for evaluation. The root cause of the device being blocked and not functioning cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device not returned.